Event description:
It was reported that a patient presented remotely via merlin.net, the implantable cardiac monitor (icm) exhibited under sensing. The icm was remotely programmed to a maximum sensitivity and the issue has not reoccurred. The patient was stable throughout.